Manufacturer narrative:
Additional information: the reported event of the device deforming in a cobra shape could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) , 2021, it was reported that a 30 mm amplatzer pfo occluder was chosen for procedure. During the procedure, during deployment while inside the patient the device presented in a cobra shape. The device was removed and exchanged with a new device. The patient remained stable and the even did not cause a clinically significant delay.